Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customers blood glucose levels were 6.3 mmol/l and sensor glucose levels were 2.7 mmol/l at the time of the incident. Troubleshooting was provided but the issue was not resolved. The sensor will not return for analysis.